Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem ("add gel/replace belt" messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, disconnecting wires in the dn. The cause of the test failure was the pulled cables. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported "add gel/replace belt" messages.